Manufacturer narrative:
Follow-up #1: date of submission 10/26/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: during investigation, the pump was powered on and the display appeared to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This report is being resubmitted at the direction of the FDA esg group. The supplemental report # 1 for MDR# 2531779-2015-34682 was originally submitted on (B)(4) 2015. The report was unable to be processed completely due to an issue with the esg system. This is not being considered a late submission due to the technical issues with the esg system. Follow-up #12: date of submission (B)(4) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump was powered on and the display appeared to be dim and discolored.